Event description:
Device analysis completed and will be updated in final report in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Complaint of volume of 29 milliliters left in reservoir with no alarm and ending four hours too soon was not confirmed. Device arrived in with physical condition with a crack noted on case. Three accuracy tests were performed and unable to confirm complaint, as the device was within specification of +/-6%. Event history log shows no signs of interfere during running mode. No fault found in investigation. Device passed all delivery and functional testing.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).. A device history record (DHR) review was conducted subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the review. The device was returned for analysis and has been evaluated. Visual and functional testing were performed. The keypad and labels were all intact. The case was observed to be cracked. Three separate delivery accuracy tests were performed, and the pump was visually inspected. The customers reported problem regarding failed accuracy was unable to be confirmed. The delivery accuracy testing revealed the pump?s average delivery error to be within published specifications. The pump?s event history log was visually inspected and showed no signs of interference during the running mode. No actions were taken for the primary concern reported. A root cause has not been determined since the reported complaint was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the patient received 24 hr. Infusion of yondelis. It was reported that the patient woke up at 8am and turned off the pump because she thought the bag was empty but there was still 29ml left. However, there was no beeping and the pump was running at 20ml an hour, so customer assumes that there was probably fluid left in tubing and the infusion would have truly ended about 4 hours too soon. Reported that the initial reservoir volume was 540ml. No patient consequences were reported. No adverse effects were reported.